Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "antithrombotic therapy selection and association with clinical outcomes following valve-in-valve transcatheter aortic valve replacement", was reviewed. This research article is a retrospective single center experience to evaluate the impact of different antithrombotic strategies on aortic valve (av) degeneration. The devices included in the study were carpenter edwards, epic, evolut, freestyle, magna, mitroflow, mosaic, perceval, perimount, sapien 3, sapien xt, unknown st. Jude tissue valve, toronto, and trifecta. The article concluded that anticoagulation was used more often than antiplatelet alone following valve in valve (viv) transcatheter aortic valve replacement (tavr) but there were no significant diffferences in av hemodynamics by echocardiography or clinical outcomes between antithrombotic groups through 1 year of follow-up. [The primary and corresponding author was john d'angelo, division of cardiology, emory structural heart and valve center, emory university hospital midtown, atlanta, georgia, USA, with corresponding e-mail: jdange2@emory.edu.] This study included all patients who underwent viv tavr from 01 january 2019 to 30 june 2023. A total of 104 patients were included in the study, of which 18.2% (19) received an abbott device. In the ap + ac group, the average age was 74.4 years and the majority gender was female. In the ap only group, the average age was 69.2 years and the majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, history of gastrointestinal bleeding, coronary artery disease, history of revascularization, peripheral artery disease, prior stroke, atrial fibrillation, permanent pacemaker, chronic obstructive pulmonary disease.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, history of gastrointestinal bleeding, coronary artery disease, history of revascularization, peripheral artery disease, prior stroke, atrial fibrillation, permanent pacemaker, chronic obstructive pulmonary disease. Complications reported included surgical intervention (valve-in-valve), hospitalization, structural valve deterioration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: antithrombotic therapy selection and association with clinical outcomes following valve-in-valve transcatheter aortic valve replacement. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "antithrombotic therapy selection and association with clinical outcomes following valve-in-valve transcatheter aortic valve replacement", was reviewed. This research article is a retrospective single center experience to evaluate the impact of different antithrombotic strategies on aortic valve (av) degeneration. The devices included in the study were carpenter edwards, epic, evolut, freestyle, magna, mitroflow, mosaic, perceval, perimount, sapien 3, sapien xt, unknown st. Jude tissue valve, toronto, and trifecta. The article concluded that anticoagulation was used more often than antiplatelet alone following valve in valve (viv) transcatheter aortic valve replacement (tavr) but there were no significant diffferences in av hemodynamics by echocardiography or clinical outcomes between antithrombotic groups through 1 year of follow-up. [The primary and corresponding author was john d'angelo, division of cardiology, emory structural heart and valve center, emory university hospital midtown, atlanta, georgia, USA, with corresponding e-mail: jdange2@emory.edu.] This study included all patients who underwent viv tavr from 01 january 2019 to 30 june 2023. A total of 104 patients were included in the study, of which 18.2% (19) received an abbott device. In the ap + ac group, the average age was 74.4 years and the majority gender was female. In the ap only group, the average age was 69.2 years and the majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, history of gastrointestinal bleeding, coronary artery disease, history of revascularization, peripheral artery disease, prior stroke, atrial fibrillation, permanent pacemaker, chronic obstructive pulmonary disease.